Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The delayed keypad response was confirmed and reproduced during baxter's device evaluation. This condition was determined to have been caused by a failed component on the processor printed circuit board (pcb). The processor pcb was replaced.